Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator's (epg) seal was damaged. The seal was found to be broken. It was determined on analysis that the external pulse generator (epg) tested out of specification; the epg failed the incoming liquid crystal display (lcd) tests. It was identified that the back light on/off difference failed. The main printed circuit board (pcb) component failed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) seal was damaged. The epg was returned for evaluation and subsequently tested out of specification during manufacturers evaluation. No patient complications have been reported as a result of this event.